Manufacturer narrative:
Post market surveillance for med consumables. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed there was a leak at the connection between the nonbd clave/connector and the tubing after approximately 1 hour into the syringe lipid infusion. There was no patient harm.